Manufacturer narrative:
This report is being submitted to provide the initial report of false positive and the investigation conclusion. Additional information: similar to 190-000. Testing was performed at abbott diagnostics (B)(4). On retained kit lot m185902 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m185902 and test base part number 190-430 / lot m185902. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185902 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on a direct tested nasopharyngeal sample on (B)(6) 2022. The patient had been admitted to the hospital on (B)(6) 2022 due to catheter sepsis and initially tested negative. During the patient's hospital stay, they developed a fever of 38.7 degrees celsius and were retested on the ID now covid-19 on (B)(6) 2022 which generated a positive result. A confirmatory test (fuji film (B)(4) genetic test) was performed on a saliva sample on (B)(6) 2022 which generated a negative result. The customer reported that the patient was transferred to another hospital. No further information regarding outcome was provided.